Event description:
Pieces of black rubber from trocar came off in patient. Surgeon retrieved the pieces and had x-ray to determine pieces were removed. Trocar and pieces were given to the applied medical rep. (B)(6) for evaluation.